Manufacturer narrative:
The device involved in the reported incident was discarded by the user and is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
The screw broke as it was being inserted during surgery and was discarded by the surgeon. There was no injury to the patient or increase in surgery time reported due to this issue.